Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours and to change the infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer indicated that it felt like the blood glucose (bg) was impacted and a correction bolus was delivered to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the current occlusion alarm. Reportedly, the customer used humalog in the cartridge. The customer indicated that the cartridge and infusion set are changed every 3-4 days.